Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found cut tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was from below the right side of the instrument. The volume of the leak is unknown and was not contained within the instrument. The operator states she had completed shutdown and startup, and had run all controls. Startup passed. She was preparing to run a patient sample when she observed the fluid leak. She did not proceed any further with analysis, and placed the instrument out of service immediately. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.